Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
We received litigation twice for the same patient with an alert date of (B)(4) 2011 (1818910-2011-24794) and (B)(4) 2011 (1818910-2011-25751). The complaints were accidentally entered on the same day, and therefore are duplicates. We have chosen to reject 1818910-2011-24794 as a duplicate even though it has an earlier alert date because it is lacking information that 1818910-2011-25751 contains (updated from a preliminary disclosure form received on 6/5/2012). The alert date for wpc 1818910-2011-25751 has been updated to (B)(4) 2011. Please note that products were reported on time. Depuy considers the investigation closed at this time.

Manufacturer narrative:
Update: (B)(6) 2012 - plaintiff#(B)(6) preliminary disclosure form was received, which identified (part/lot) and dor information for the left hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.

Event description:
Litigation papers allege pain and suffering, impairment, loss of function, use and range of motion, decreased and poor hip performance and longevity, (B)(4), metallic and other particulate contamination of the blood and body and increased likelihood of future complication and surgery.